Event description:
The customer reported false positive reactions when testing on tango optimo caused by what he assumed was carry over of a patient sample with an anti-d and anti-c. First following sample after a known positive anti-d, anti-c sample reacted 1+ positive in cell 1 and weak pos in cell 3 of a three cell screening. The correct function of the allegedly defective reagents was proved by testing the retained samples of our quality control laboratory on tango optimo. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. The customer sent in the donor sample. A carryover could be reproduced with positive reactions on cells p1 (3+) and p2 (2+) of the first following known negative donor sample (reaction strength compared to customer site may vary due to different biotestcell product). No contamination of this donor sample material (in tube) was observed. A sample ran immediately after the known anti-c / anti-d positive sample at the customer site yielded a positive antibody screen result (3+ / 2+ / neg) when tested independently from known antibody positive samples. The anti-c titre of the known positive complaint sample was found to be > 1:6400. The anti-d titre was found to be > 1:3200. This was a carryover incident. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.